Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the scs ipg as recommended. Troubleshooting did not resolve the issue and ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Patient was programmed. Therapy was restored post-operatively. Issue resolved through ipg replacement.